Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the appears to be intermittant electromagnetic interference (emi) detected on the device. It was also reported that the lead may be oversensing. The lead and device remain in use. No patient complications have been reported as a result of this event.